Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06039, 2017865-2020-06342. It was reported that the patient presented remotely via merlin.net. Upon reviewing the electrogram, low level, high frequency noise that was inhibiting pacing was noted on the implantable cardioverter-defibrillator. The possibility of myopotential oversensing was noted, and programming changes were recommended. Additional information received noted the patient passed away (B)(6) 2020. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.